Manufacturer narrative:
D10 concomitant product: unknown - maxon, unknown - maxon, (lot #unknown) reference: structured learning and mentoring: shortening the learning curve in laparoscopic common bile duct exploration david martinez-cecilia, 2024, surgical endoscopy https://doi.org/10.1007/s00464-024-11304-w. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a retrospective analysis was completed detailing 300 cases of laparoscopic common bile duct exploration (lcbde) due to choledocholithiasis. A total of 300 patients underwent lcbde. The first 100 cases were performed in the 1990s; the remaining 200 cases were performed between 2017 and 2021. Both databases included consecutive unselected patients with a proven or suspected diagnosis of choledocholithiasis. If a choledochotomy was necessary, a primary closure with a running 5-0 maxon suture was performed. Complication in the entire cohort include one death. No details regarding interventions were described. Non-device related complications include conversion to open and pancreatitis. An endoclose was also used but was not related to complications.